Event description:
The reporter contacted animas to report that the keypad buttons were requiring several button presses to activate the desired pump functions. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas received the pump involved with this complaint and completed device evaluation on 10/01/2011. Investigation confirmed the intermittent keypad issue. When the keypad cover was removed, contamination was also found on all of the button contacts.